Event description:
It was reported to philips that the system had a delayed bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular procedure. The procedure got delayed and completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system had a delayed bootup. Upon troubleshooting actions, fse went onsite and recreated the image store and restored ghost back up, but issue was not resolve. Fse implemented fsca (2023-igt-bst-027) to resolve the issue. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After implementing fsca, the system was returned to use in good working order.